Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic procedure. Upon pulling the catheter from the holder, the catheter was not able to release and the catheter was broken about five centimeters distal from the strain relief.